Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite when a user facility biomedical technician (biomed) reported that the blood pump rotor on a 2008t machine damaged the tubing of the bloodlines during the patient's hemodialysis (hd) treatment. The fst inspected the machine and determined the blood pump rotor to be the cause of the reported issue. The spring was not holding and one of the plastic covers was found to be missing. The blood pump rotor was replaced to resolve the reported issue. Additional information was obtained during follow-up with the user facility dialysis manager. The reported issue was found while checking the patient's vitals. The blood leak was observed and found to be leaking from the blood pump. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) is approximately 250 ml. The patient was transferred to a different machine where treatment successfully completed with new supplies. The dialysis manager indicated that damage was found to the bloodlines after removing them from the original setup however the damage could not be specified. No parts were reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) was called onsite when a user facility biomedical technician (biomed) reported that the blood pump rotor on a 2008t machine damaged the tubing of the bloodlines during the patient's hemodialysis (hd) treatment. The fst inspected the machine and determined the blood pump rotor to be the cause of the reported issue. The spring was not holding and one of the plastic covers was found to be missing. The blood pump rotor was replaced to resolve the reported issue. Additional information was obtained during follow-up with the user facility dialysis manager. The reported issue was found while checking the patient's vitals. The blood leak was observed and found to be leaking from the blood pump. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) is approximately 250 ml. The patient was transferred to a different machine where treatment successfully completed with new supplies. The dialysis manager indicated that damage was found to the bloodlines after removing them from the original setup however the damage could not be specified. No parts were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.